Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a follow up it was noted that high of range pace impedance measurements were exhibited with this device and right ventricular (rv) lead. A revision took place to determine the root cause of the observation, but no issue was identified with the lead and no issue with the connection was seen. Loss of capture was also exhibited. The rv lead was tested with a pacing system analyzer (psa) which showed normal measurements. The physician thus explanted and replaced the device and rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up it was noted that high of range pace impedance measurements were exhibited with this device and right ventricular (rv) lead. A revision took place to determine the root cause of the observation, but no issue was identified with the lead and no issue with the connection was seen. Loss of capture was also exhibited. The rv lead was tested with a pacing system analyzer (psa) which showed normal measurements. The physician thus explanted and replaced the device and rv lead. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.